Manufacturer narrative:
It was reported that approximately 9 months after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain and overcorrection. The device was not returned to the manufacturer for evaluation as it was discarded by the facility. Device specific lot information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for the sk14 were reviewed and no non-conformances or issues during the manufacture or release of the product were identified to date that could have contributed to what was reported. Upon removal, no failure was found with any of the hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and based on the available information, the cause of what was reported is due to overcorrection. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that approximately 9 months after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2022 due pain and overcorrection. The patient was revised with non-tmc hardware. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.